Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire upon applicator removal. Patient did not report any further injury or any medical intervention at the time of contact with dexcom technical support.